Event description:
It was reported that the pt's pump was refilled 2-3 weeks ago and the dosage was increased at that time. The pt's husband stated that everything "seemed to be working fine" until his wife went into withdrawal one week ago. The pt's husband stated that this was the first occurrence with this pump. The medication in the pump was recently changed from morphine to dilaudid. The pt was admitted to the hospital in "serious" condition. Additional info has been requested, a follow-up report will be sent if additional info becomes available.